Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no vibration that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for investigation. The device passed external visual inspection. Review of the receiver data log found no errors related to the incident. The device passed global receiver functional testing and the vibration drop test. The reported fault could not be reproduced. The customer complaint was not confirmed. A root cause could not be determined.